Manufacturer narrative:
Medical device: model number/catalog number 72400024, serial number (B)(4), batch/lot number 789116007, UDI (B)(4), description balloon fgs 61-70 cm, expiration date 08/29/2017, manufacturer date 09/24/2012.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to unspecified reasons. The pump remained implanted. New artificial urinary sphincter cuff and balloon components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to unspecified reasons. The pump remained implanted. New artificial urinary sphincter cuff and balloon components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.